Event description:
It was reported that there was a missed qrs wave or a single pause recorded on an electrocardiogram (EKG). Follow-up was conducted and able to confirm there was no intervention taken and that the cause of the missed qrs wave was not known and therefore considered to be possibly related to the device. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.